Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the started to have issues in the middle of the night and started having like 3-4 accidents maybe 2 months ago. When patient tried to increase amplitude the are seeing the message that therapy is off and needs to be turned on. Reviewed this with the patient and confirmed patient was able to turn therapy back on again and are feeling stimulation. Patient has an upcoming appointment with a new managing physician and even though the problem appears to be resolved the patient will keep the appointment in order to secure new managing physician and check battery longevity. Additional information was received from the patient. They reported that the cause of the therapy being off had been determined, but then they wrote contradicting information stating it was unknown, somehow the device was or had turned off.